Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The extension (serial number: (B)(4)). Body conductor was broken less than 5 cm from proximal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The product was returned. The serial number and implant date were both updated. No further comp lications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3708640, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). Country of origin is (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was a circuit fracture suspected and the ins and the adapter were disconnected. The impedances in each electrode measurement showed that all combinations in #2 electrode with bipolar (0 & 2, 1 & 2, and 2 & 3) were 40,000 or greater ohms. Next, a dbs lead and an adapter connector were disconnected to measure the impedances. A measurement indicated that each electrode impedances in the dbs lead were within normal range. According to the impedances, since the adapter fracture issue was suspected, the adapter was replaced. The replacement adapter was connected to the ins and all impedance measurements in each circuit showed normal. The issue was resolved at the time of the report. A physician understood that #2 electrode was fractured according to the telemetry on (B)(6) 2018, but they questioned why therapy impedances (in group a, #c + and #1 - #2 were not used) were unable to be measured. No patient symptoms or further complications were reported as a result of this event. Electrode impedance from (B)(6) 2018: c & 0: 2117 c & 1: 1767 c & 2: 1806 c & 3: 1945 0 & 1: 2943 0 & 2: 2688 0 & 3: 3829 1 & 2: 2279 1 & 3: 3141 2 & 3: 2132 electrode impedance from (B)(6) 2018: c & 0: 1997 c & 1: 1553 c & 2: >40000 c & 3: 1981 0 & 1: 2192 0 & 2: >40000 0 & 3: 3609 1 & 2: >40000 1 & 3: 2762 2 & 3: >40000 electrode impedance from (B)(6) 2018: c & 0:1981 c & 1:1847 c & 2: >40000 c & 3: 1945 0 & 1: 2453 0 & 2: >40000 0 & 3: 3609 1 & 2: >40000 1 & 3: 2877 2 & 3: >40000.